Manufacturer narrative:
The leads and the ICD were not returned for analysis. Therefore this report only refers to the review of the quality documents associated with the manufacture of this devices as well as the analysis of the returned data. The manufacturing process for the ICD and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned data were thoroughly inspected. The inspection revealed a steadily increase of the shock impedance since (B)(6) 2015 with intermittent values of >150ohm since (B)(6) 2015, confirming the clinical observation. Since (B)(6) the shock impedance started to fluctuate in the range of 120 ohm to >150 ohm. The data further confirmed a manually triggered 1j test shock on (B)(6), 2016, resulting in a measured shock impedance of 113ohm. The x-ray images received with this complaint were inspected and did not indicate any lead anomalies.therefore, the root cause of the clinical observation could not be determined, based on the data available for analysis. However, should additional relevant information become available this investigation will be updated.

Event description:
Ous MDR - it was reported that shock impedance was intermittently out of range at > 150 ohms. A 1 j test shock was performed and the shock impedance was in range afterwards was 113 ohms. Neither device was returned and there is no mention of any sort of intervention.